Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown liner, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded.

Event description:
It was reported that the patient's left hip was revised due to dislocation and loosening. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Concomitant medical products: part: 00885101340, name: neutral liner 40 mm i.d. Size ll for use with 58 mm o.d. Size ll shell, lot: 63063939. Part: 00771301300, name: modular femoral stem press-fit plasma sprayed cementless size 13.5, lot: 63108823. Part: 00877504002, name: bioloxâ® delta, ceramic femoral head, m, ã¸ 40/0, taper 12/14 lot: 2788638. Part: 0087570580,1 name: shell with cluster holes porous 58 mm o.d. Size ll for use with ll liners, lot: 63127647. Part: 00875700001, name: dome hole plug single pack, lot: 63166099. Part: 00625006540, name: bone scr 6.5x40 self-tap, lot: 63135759. Part: 00625006540, name: bone scr 6.5x40 self-tap, lot: 63147591. Part: 00625006535, name: bone scr 6.5x35 self-tap, lot: 63135761. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an attempted closed reduction procedure due to dislocation approximately two (2) years post-implantation of a total hip arthroplasty. During the closed reduction procedure, the kinectiv neck disassociated from the stem at the taper junction, requiring the need for an open revision procedure the following day. Head and neck were revised.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.